Event description:
One day post implant of one small kit of infuse bone graft the pt had to be reintubated (for two days) due to swelling. Nine days post op the pt had signs of stridor and went into respiratory distress and was reintubated again. The pt was treated with benadryl. Pt is doing fine.